Event description:
On (B)(6) 2019, the pt underwent insertion of a penile prosthesis for erectile dysfunction. In (B)(6) 2019, the pt reported difficulty inflating his implant and upon examination the implant was malfunctioning. On (B)(6) 2019 the implant was removed and replaced. During the operative procedure, after careful inspection, fluid was observed coming from the left cylinder exit side. The decision was made to replace the implant and pump due to the leak. The corporotomies were extended and the implant removed with care. The implant was then attached to an artificial reservoir and inflated. With maximum inflation, two pinholes were seen 1cm distal to the exit tubing. Fluid was seen coming from the two holes.